Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an ¿anterior/posterolateral approach¿ l5-s1 fusion using rhbmp-2/acs mixed with autograft and placed with a depuy acromed leopard cage. Subsequently, the patient was diagnosed with injuries, including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain thatprevents her from performing many basic activities of daily living.

Event description:
It was reported that on (B)(6) 2008 the patient presented with severe lower back pain and radiating left leg pain and was pre operatively diagnosed with l5-s1 degenerative disc disease. Patient underwent l5 laminectomy and partial s1 laminectomy left sided l5-s1 far lateral discectomy with complicated dissection of scar tissue from a previous lumbar surgery to decompress the descending nerve root. L5-s1 anterior interbody arthrodesis. L5-s1 anterior interbody device placement using cage. L5-s1 pedical screw fixation. L5-s1 posterolateral arthrodesis. Harvest of autograft. As per op notes "surgeon inserted a bone funnel and packed autograft as well as a small piece of bmp anteriorly to promote arthrodesis, followed by the insertion of a 7mm cage packed with bmp and autograft." There were no patient complications recorded. Patient was discharged on (B)(6) 2008.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.